Event description:
(B)(4). The dentist reported 2 months after the dental implant was installed in intraoral region #29 it was verified its non osseointegration. Thirty-five to 50 ncm of primary stability was achieved and immediate load was performed. The implant was carried out immediately. Patient presented bone type ii.